Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced a damaged tubing clamp. The following information was provided by the initial reporter: the patient was given intravenous infusion as instructed by the doctor. During use, it was found that the buckle of the indwelling needle was broken and could no longer be used. The closed intravenous indwelling needle was replaced immediately and the operation was completed.

Manufacturer narrative:
Investigation summary . A device history review was conducted for lot number 1020006. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced a damaged tubing clamp. The following information was provided by the initial reporter: the patient was given intravenous infusion as instructed by the doctor. During use, it was found that the buckle of the indwelling needle was broken and could no longer be used. The closed intravenous indwelling needle was replaced immediately and the operation was completed.